Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient presented with zonular dehiscence, vitreous hemorrhage, and the iol had shifted and tilted. An iol explantation and vitrectomy were performed. Additional information has been requested.